Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was spontaneously inflating. The device was explanted and replaced. The cause of the spontaneous inflation was not determined. There were no patient complications reported.